Event description:
This is report 2 of 2 of the same event. It was reported that during a trans-sphenoidal surgical procedure, it was observed that the tip broke off of the cutter device. According to the report, the cutter device was in use with a bearing sleeve device. It was reported that no piece of the device fell into the patient. There was a five minute delay to the surgical procedure. Spare devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The lot number was unknown. Therefore, the device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.